Manufacturer narrative:
The insulin pump was received with a button error alarm due to moisture damage on the keypad traces. The keypad overlay had weak adhesive bond.

Event description:
The customer called to report button error alarms. The customer was also experiencing blood glucose levels over 600 mg/dl. The customer went to the emergency room for treatment as his blood glucose levels reached 818 mg/dl. The insulin pump was replaced due to the alarms. Nothing further was reported.